Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. (B)(4).

Event description:
Hold mallika banerjee 7/10/20information received by medtronic indicated that their insulin pump had compromised force sensor system alarm. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.